Manufacturer narrative:
Corrected data d6b date of explant added to the report. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported the patient lost effective coverage because to the c1 penta lead had migrated. The patient underwent surgical intervention on (B)(6) 2021 where the lead was replaced with a new one restoring therapy.